Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an aaa and evar procedure, the catheter fractured and a portion of it had to be retrieved with a snare as the physician tried to remove the catheter from the sheath over the wire. A new device was used to complete the procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to clinical use and forces imposed during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.